Manufacturer narrative:
The complaint for device not completely de-aired during flushing and preparation was confirmed with objective evidence via visualization of air by the clinical specialist and physician during the procedure and confirmation of air via the imaging evaluation. The complaint was confirmed, however a DHR review of the lot in question revealed no non-conformances related to the event. Evaluation of returned imaging revealed no evidence of device-related issues or malfunctions. Testing of the returned complaint units did not reveal any nonconformances. Both guide sheath (gs) and implant system (is) were able to be sufficiently flushed and aspirated during the pre-decontamination evaluation. The gs passed air leak testing post-decontamination which indicated no leaks in the system. Air introduction testing was performed to simulate the described procedural steps and measure the amount of introduced air. All 3 trials tested produced values within range of values collected via historical design verification. Potential root causes for the presence of air may include: omission of a flushing/de-airing step; improper stopcock/syringe technique. However, a true root cause is unable to be determined.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where there was poor echo quality, so the implanting physician decided to aspirate with caution, while doing so immediately air was visible in the syringe. Therefore, more retraction of gs (guide sheath) was performed and aspiration of 45ml, with approximately 5ml air visible in syringe. Small air bubbles were visible which were stationary next to gs tip at the la wall. Physician decided to carry on with procedure expecting air to dissolve and cause no harm. It was then flushed with 45 ml heparinized saline and aspirated blood was returned to the patient through the central venous catheter (left groin, contralateral). Following insertion of pascal precision ace and steering down to valve, bradycardia occurred with hr <30 and then there was administration of catecholamine (adrenalin) through central venous catheter. There was progressing drop of pressure but finally asystole after 2 minutes and resuscitation for approximately 1 minute until ejection was visible again and hr was approximately 150 and mean systemic pressure approximately 170 (due to medication). Then there was immediate resumption of the procedure and heart rate stabilized to 60 bpm. When diving through valve again pressure dropped, and asystole followed by successful resuscitation. Second attempt of grasping was successful with deployment of pascal and pulling back of implant system. Following the procedure an atrial occluder was placed successfully to eliminate right-left shunt and coronary angiography was performed, which showed no significant coronary occlusion. Patient remained unstable with reoccurring drops of systemic pressure and repeated medication was administered to ICU for monitoring and remained intubated. Implant procedure was successful with regards to mr reduction to a degree of 1. According to physician: the overall cardiac status of the patient was the cause of the patient decompensation. No device malfunction or air embolism was believed to have contributed, however as per physician the air observed were not just microbubbles and more than tolerable for teer procedures. As per latest information patient was in a stable state and moved from ICU to a normal ward. Also it was confirmed there was no allegation of a device failure which caused or contributed to the reported event.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.